Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch. Additional information was requested and the following was obtained: can you please clarify what was meant by ¿the blade pulled the staple driver about the slot¿? The knife pulled the staple drivers out of the slot. When did the issue occur (during loading/unloading, in the operative field)? During firing did any staple drivers fall out of the cartridge? If yes, did any piece fall into the patient? Yes . If so, was it retrieved? Did retrieval cause any change to the procedure? Yes , no.

Event description:
It was reported that there was cartridge breakage. During the lobectomy, when severing the lobe of the lung, could not fire farther after fired a half on the second firing. The metal piece of the cartridge was loose, and the blade pulled the staple driver about of the slot. Another device was used to complete the surgery. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Batch # p57w3e. Device evaluation: the analysis results showed that one ecr60b reload was received with the pan dislodged from the cartridge and partially fired 1/2. Further analysis showed that the alignment tabs stop were noted damaged. One possible cause for the damage to the pan and tabs may be improper loading of the cartridge reload onto the device. For further loading instructions please refer to the echelon flex 60mm IFU. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.